Event description:
Information was received indicating that the level 1 hotline low flow system leaked from the block connected to the temperature check. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported, product problem (leak from the block connected to the temp check) was confirmed, during functional testing. The issue occurred, because the screws of the block assembly were over tightened. A user/interface issue was therefore, established as the root cause. The block assembly was replaced in order to correct the reported problem.